Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving a bicuspid case with right-left (rl) cusp fusion and a large calcific raphe, the initial valve deployment reached 80% but was not positioned on the outer curve. A decision was made to exchange the guidewire for a non-medtronic (lunderquist) wire and the system was removed from the patient. A new system was used but multiple recaptures were necessary to achieve a satisfactory position for the valve. The valve was deployed and moderate-severe paravalvular leak (pvl) was observed. A post-implant balloon dilation was performed with a 24 mm non-medtronic (true) balloon but moderate pvl remained. A balloon dilation was performed with a 28 mm semi-compliant balloon but moderate pvl persisted. A 29 mm non-medtronic (sapien) transcatheter valve was implanted valve-in-valve reducing the pvl to mild-moderate. The case concluded with the patient in a stable condition. Additional information was received that when the second system was used, three recaptures were performed before the valve was deployed with a satisfactory position. The patient was reported to be recovering well following the procedure.

Event description:
It was reported that during a transcatheter heart valve procedure involving a bicuspid case with right-left (rl) cusp fusion and a large calcific raphe, the initial valve deployment reached 80% but was not positioned on the outer curve. A decision was made to exchange the guidewire for a non-medtronic (lunderquist) wire and the system was removed from the patient. A new system was used but multiple recaptures were necessary to achieve a satisfactory position for the valve. The valve was deployed and moderate-severe paravalvular leak (pvl) was observed. A post-implant balloon dilation was performed with a 24 mm non-medtronic (true) balloon but moderate pvl remained. A balloon dilation was performed with a 28 mm semi-compliant balloon but moderate pvl persisted. A 29 mm non-medtronic (sapien) transcatheter valve was implanted valve-in-valve reducing the pvl to mild-moderate. The case concluded with the patient in a stable condition.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-34 (lot: 0012251804); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product ID: l-evolutfx-34 (lot: 0012443487); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product ID: d-evolutfx-34 (lot: 0012212435); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product ID: 24 mm true balloon (lot: unknown); product type: dilatation balloon; implant date: n/a; explant date: n/a. Product ID: 28 mm unknown semi-compliant balloon (lot: unknown); product type: dilatation balloon; implant date: n/a; explant date: n/a. Product ID: cook lunderquist guidewire (lot: unknown); product type: guidewire; implant date: n/a; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving a bicuspid case with right-left (rl) cusp fusion and a large calcific raphe, the initial valve deployment reached 80% but was not positioned on the outer curve. A decision was made to exchange the guidewire for a non-medtronic (lunderquist) wire and the system was removed from the patient. A new system was used but multiple recaptures were necessary to achieve a satisfactory position for the valve. The valve was deployed and moderate-severe paravalvular leak (pvl) was observed. A post-implant balloon dilation was performed with a 24 mm non-medtronic (true) balloon but moderate pvl remained. A balloon dilation was performed with a 28 mm semi-compliant balloon but moderate pvl persisted. A 29 mm non-medtronic (sapien) transcatheter valve was implanted valve-in-valve reducing the pvl to mild-moderate. The case concluded with the patient in a stable condition. Additional information was received that when the second system was used, three recaptures were performed before the valve was deployed with a satisfactory position. The patient was reported to be recovering well following the procedure.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. It was reported the patient had a bicuspid case with right-left cusp fusion and a large calcific raphe, which may have been a contributing factor. Additionally, multiple recaptures were necessary to achieve a satisfactory position for the valve which may have also been a contributing factor. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.